Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation and the issue was confirmed. A batch review was performed on the reported lot with no deviations found. The assignable root cause could not be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of one unit of equipo de admon con bomba, in which the set is blocked. There was no patient injury or medical intervention reported for this event. Patient not involved. No additional information is available.